Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID mi-1000, serial# unknown, explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device was getting returned. It was confirmed that the base stage being out of place after opening was an out of box failure. The issue was also confirmed to have happened with two separate nexframes and both incidents happened the same day. The one with the centre hole issue was being returned and the other was discarded. The second nexframe was alleged to have been used on the patient and that is where the base stage was not in place.

Manufacturer narrative:
Concomitant medical products: product ID: mi-1000, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during surgery, the hcp tried to place the guide tube into the centre hole of the drive but the hole was too narrow and they could not put the cannula in. The cause was unknown. Another drive was used. The issue was resolved at the time if the report. It was also reported that when opening the mi-1000, the hcp noticed that the 5 hole base stage was not in place. After inspecting the packet, it was discovered that it had fallen out of the main part of the drive. The cause was unknown. The carrier was placed back in the base stage where it should be. This issue was also resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.